Event description:
Reportedly, when the device was powered on the el screen 'would not light up'. Other indicators on the device were illuminated at this time. A backup device was used to pace the patient. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the use, due to use of the backup device.